Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an over infusion occurred on a patient with no impact.

Event description:
It was reported that an over infusion occurred on a patient with no impact.

Manufacturer narrative:
Investigation conclusion: the report of an over infusion having occurred on the date of 05aug2020 involving suspect pump modules sn (B)(6) and sn (B)(6) could not be confirmed. No intended infusion orders were provided, and no time was provided. Sn (B)(6) was found to have remained in an idle state (not used) during the last recorded usage of the alaris system involving the associated pcu sn (B)(6) , between the time of 12:53pm and 03:12pm. Sn (B)(6) was in use from the time of 08:32am to 10:34am. The pump module was placed back in use from 01:24pm to 03:27pm, while attached to the alaris system pcu sn (B)(6) . A secondary infusion was started at 01:50pm for duration of an hour; however the vtbi was manually reduced from 50ml to 1ml at 01:57pm, and the secondary infusion completing at 01:59pm. The actual bag volume, secondary configuration setup or the reason for the early termination of the secondary infusion could not be ascertained from the log. The drug was ID# 381 with a recorded concentration at 20meq/50ml. Device inspection: n/a, only the device logs and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the reported issue that an over infusion had occurred could not be confirmed from the information made available; the intended infusion order(s) were not provided and no devices were returned for investigation. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 10jul2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no devices received, log review only.